Event description:
The customer's mother reported that the insulin pump buttons were unresponsive. Customer stated the keypad was scrolling through the bolus menu. Troubleshooting was done. Customer's blood glucose was 98 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.